Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: insulation the probable root causes could be normal wear, user misuse, or improper sterilization methods, the device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Gtin: (B)(4).

Event description:
It was reported that the insulation had been compromised.